Event description:
Complainant alleged that the clinicians attempted to defibrillate the pt (age and gender unknown) three times at 200 joules, but the device displayed a "poor pt contact" error message on the screen and the device would not discharge. The pt subsequently expired.